Manufacturer narrative:
Suspected root cause: based on the information received, suspected root causes are: use of damaged or bent driver, graft/screw/tunnel not appropriately sized.

Event description:
It was reported that the doctor was inserting the screw into the femoral tunnel. The screw began to break apart. Near the end of inserting the screw, the distal end of the screw/cap broke off. Pieces were removed. The vast majority of the screw was well into the tunnel and it was a 'solid purchase'. No additional screw was used. There were no adverse consequences to the patient, no additional anesthesia was required and there was no delay to the case. The tunnel was 10mm. The doctor usually uses an 8mm screw for 10mm tunnels, but he felt the bone quality was poor, so used the 9mm. Allograft, diameter unknown, possibly 9.5mm - surgeon drills tunnels according to bone block diameter; 9 x 28 tap used.